Event description:
The customer reported issue was confirmed during evaluation.

Event description:
The customer reported delaminated buttons on the keypad, and also the bolus, double increment and single increment buttons are not functioning. The customer reported issue was confirmed during evaluation.